Event description:
Imp ref # (B)(4).

Manufacturer narrative:
Document review: gmk primary fixed cemented tibial tray size 3 right: ref. 02.02.1203r / lot 122302 ((B)(4) devices produced and all already sold without any other similar issue reported. All parameters were found to be in accordance with the specs valid at the time of mfg, including washing and sterilization procedures. Gmk primary uc fixed tibial insert size 3 - 12 mm: ref. 02.07.0312fuc / lot 121963 ((B)(4) devices produced and (B)(4) already sold without any other similar issue reported). All parameters were found to be in accordance with the specs valid at the time of mfg, including washing and sterilization procedures. Gmk primary standard cemented femur size 3r: ref. 02.07.2003r / lot 122093 ((B)(4) devices produced and (B)(4) already sold without any other similar issue reported). All parameters were found to be in accordance with the specs valid at the time of mfg, including washing and sterilization procedures. From the data collected and the info received, there are no evidence that the event is device related.